Event description:
It was reported the patient reports he was unable to remove the bubbles in one of his disposables and they were causing his device to alarm. Patient needed to use once disposable from emergency kit. Disposable fault occurred while in use. Product fault did not cause injury. Infusion is life sustaining. No other information is available. No additional information details, or dates available, pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot or item numbers have been provided, therefor no device history report (DHR) review could be completed. If the product is returned, the manufacturer will reopen this complaint for further investigation.